Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and subsequently, a cartridge change error message occurred during the load process. There was no adverse impact to the customer. Reportedly, the customer successfully reloaded the cartridge and resumed insulin therapy.